Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, minor scratches on lcd lens screen. The customer stated problem was not duplicated. Device pass all functional and occlusion tests as per manufacturing specification. Re-calibrated and done a full standard pm (preventive maintenance) to the device. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating a smiths medical cadd solis vip pump failed occlusion test. No adverse effects were reported.